Manufacturer narrative:
The customer did not provide any patient demographics information (age, date of birth, gender, and weight). A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the analyzer. While on site, the fse removed the incubator belt and cleaned the track and wash carousel. Ultrasonics and pipettor alignments were verified. Next, vacuum testing produced a lower than expected result. Inspection of the vacuum system revealed a hole in the tubing to the wash tower. The fse replaced the vacuum tubing and repeated vacuum testing, which recovered as expected. The fse also replaced peristaltic pump tubing and the fitting on the left side of the manifold which had been broken during troubleshooting with bec customer technical support. The system was verified with system check and high sensitivity (hs) system check runs. After the repair were completed, all verification testing passed within published instrument and assay performance specifications. In conclusion, the cause of the elevated non reproducible troponin (access accutni+3) results is due to a system malfunction. No one part can be implicated as the sole contributor as multiple parts were replaced and adjusted during the field service visit.

Event description:
The customer reported obtaining elevated and non-reproducible troponin I (access accutni+3) results for six (6) patients' samples on the laboratory's access 2 immunoassay system (serial number (B)(4)). The customer stated the initial results were not reported outside the laboratory. The customer indicated that per own laboratory's repeat protocol, the samples were reanalyzed on the laboratory's alternate access 2 immunoassay system (serial number (B)(4)) and lower results were obtained. There was no report of patient injury or change to patient treatment associated with the reported event. The access 2 immunoassay system (serial number (B)(4)) quality control (qc) recovered outside of customer's established ranges and the system check failed specification on the date of the event. A beckman coulter field service engineer (fse) was dispatched to evaluate the analyzer. The patients' samples were collected in lithium heparin gel tubes and were centrifuged for five (5) minutes at 5100 rpm (revolutions per minute). No issues with sample integrity were reported by the customer.